Event description:
Device explanted 10/10/96. Sales rep was at the hosp at the time the device wsa explanted. She sent device back to the MFR. The MFR reported device under smda. Follow-up investigation: interviewed physician. During surgical procedure dr noted small divot on device and removed the device. The original surgery was not scheduled for this specific purpose. The physician indicates the divot, or wear could be associated with normal use. In retrospect, the physician does not believe the device was the cause of the pt's chief complaint. Conclusion: the original explantation was not viewed as a product problem, and therefore, no report was submitted at that time. Reported voluntarily after discussion with co rep.